Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: it was indicated that 2 stratafix were used. Did fixation tab break post-operatively on 1 or 2 stratafix? Only 1. Provide the specific location on the stratafix where breakage occurred - fixation tab. The side of fixation tab was broken. On what tissue was the stratafix placed? The lower abdomen. What was the tissue condition where stratafix was placed - no information. Will the actual sample be returned for analysis? Yes. Are representative samples available to be returned for analysis? The actual sample will be returned. What is the patient¿s current status? The patient is getting well. Therefore, as it was already written in the description, the tetron tape used for tensile reduction sutures will be removed.

Event description:
It was reported that the patient underwent an open right hemicolectomy procedure on (B)(6) 2017 and barbed suture was used. The barbed suture was used for abdominal closure. The surgical wound on ecke part of the abdominal wall, the surgeon performed suturing two stitches of interrupted suture on the both ends of the wound using a different suture. Then, the wound of the abdominal wall between the sutured ends were closed using two barbed suture. One of the barbed suture was used from the upper edge of the wound, and the other barbed suture was used from the lower edge. The surgeon felt that the lower part of the abdominal wall was hard due to the patient¿s past medical history and chemotherapy. Postoperatively, on (B)(6) 2017, an incisional hernia occurred due to the fixation tab of the barbed suture breaking off. On (B)(6) 2017, a reoperation to fix the abdominal incisional hernia was performed under general anesthesia. The bowel was observed visually when incising the skin. However, the prolapse of intestine was not observed. The barbed suture in question was removed. The affected surgical wound (about 13 cm) on the abdominal wall was closed by interrupted suturing using a different suture. Tensile reduction sutures were performed additionally by using two tetron tape on two points from the abdominal wall to the epidermis. The patient is getting well after the reoperation without having adverse consequences. The patient viral sign is stable and the patient is currently in the hospital. The surgeon opines that there is a possibility that the fixation tab was broken off due to tension, then, this situation caused abdominal incisional hernia. Other contributing factors include the patient¿s condition was not good due to the past medical history. Also, a big edema appeared on the affected site and the patient¿s weight increased by about (B)(6) kg postoperatively. Therefore, it was assumed that big stress was applied to the affected suture postoperatively. The treatment plan includes the tape used for tensile reduction sutures will be removed. Additional information has been requested.

Manufacturer narrative:
(B)(4). A used suture piece of product code (B)(4) was sent for analysis. During the visual inspection of the suture, damaged barbs and the suture slice in the middle with instruments marks that appears to be by the use a surgical instrument could be observed. In addition, the fixation tab was broken and the end of the suture was cut by a surgical instrument. As the device is absorbable and the time of exposition to environment cannot be determined additional test could not be performed due to the condition of the sample received. Per the sample condition of the received suture, it suggests an improper handling of the sample.